Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and attributed to the multi-function cable connector not being properly seated to the connector panel. The multi-function cable connector was reseated and the multi-function cable retainer was installed to remedy the condition. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.